Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed. A 31 mm watchman flx pro closure device was successfully implanted. The patient was discharged. On (B)(6) 2026, the patient informed the watchman call center that a computed tomography (CT) scan was completed at a follow up appointment, and a possible thrombus may have been attached to the device. The patient will continue taking a blood thinner. A follow up CT will be completed in (B)(6) 2026 to verify if the thrombus has resolved.